Event description:
Reporting status: serious injury- medical intervention. Reporting rationale: stent thrombosis requiring medical intervention. Device issue: none. It was reported that on 1/05/07, the patient underwent additional stenting (abbott) due to an occlusion of the artery after a stent (non-abbott) was implanted two days previous. The patient returned on 1/12/07, with acute onset of chest pain and st elevations. The obtuse marginal (om) had several stents throughout its body, and there was a 100% occlusion with thrombus formation in the proximal segment of the stents; there was no flow distally. Because of the patient's acute thrombosis in the stents and st-elevations, it was decided to proceed with a repeat attempt of revascularization of the om. However, the likelihood of success was low because this was her 3rd episode of thrombosis. A balloon catheter was dilated multiple times; a larger balloon catheter was also dilated multiple times; however, because of significant stented segment, flow could not be restored. There was no attempt to advance any stents through this lesion because even the balloons were difficult to advance. Because of continued hypotension requiring dopamine and levophed, an intra-aortic balloon pump was placed through the left femoral artery. The patient's blood pressure improved, and the pressors were titrated down. The patient was sent to the ccu for further care. No additional event or patient information is available.

Manufacturer narrative:
The second part indicated in the event description is being reported under the same manufacturer report number. Results - quality engineering was unable to perform an evaluation at the time of this report. Results and conclusions will be forwarded upon investigation completion.